Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found a longevity anomaly. The cause was traced to a hybrid component anomaly which caused high current drain and rapid battery depletion. Reliability laboratory technician; (B)(4); failure (event) observed during analysis.